Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. Realized after lens was inserted into the eye that the lens had torn in half. The lens was removed and another staar lens was implanted. No patient injury. Cause of this incident is unknown.

Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, work order search, and the product evaluation, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found half of the lens (lengthwise) is torn off and missing. The lens was returned in liquid. A lens work order search was performed and one similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Manufacturer narrative:
Method code(s): evaluation method: medical review. Results code(s): evaluation results: medical review conclusion: lens tears can occur at any stage from manufacture to intraoperative manipulation. There is no information to determine if there was any malfunction of the insertion system, although a work-order search showed one similar complaint. There is no information to determine if misplacement of the lens was due to improper lens loading or surgeon handling. (B)(4).